Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced a flat system due to fluid loss with an inflatable penile prosthesis (ipp) leading to the system being removed and replaced. There were no patient complications associated with the event.